Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 bonemaster ltd acet shl 52e # item 010000703 lot 6247727, vg7 dual mobility liner 42mm e # item 110024463 lot 772530, cocr femoral head # item 00801802803 lot 6357398,4 femoral stem 12/14 neck taper ext. Offset size 4 130 mm stem length # item 00811400410 lot 63993732. (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately one month post initial surgery due to dislocation. Head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.